Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found that smiths tampered seal label was missing and some contamination by the dso sensor seal. The customer stated problem was not confirmed. Cannot duplicate error which was found in ehl (event history log). Replaced dso (downstream occlusion sensor) sensor for preventive measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device displayed a bad cassette sensor. No patient injury was reported.